Event description:
It was reported that programmer estimated total device longevity of 3.5 years. Tech services estimated battery longevity 19 to 25 months based on current and voltage programmer reported. Session record was collected for review.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.